Event description:
The company was informed that the patient's device was extruding. The patient reportedly developed an infection. The patient's device was explanted. The patient continues to be monitored by the center.